Manufacturer narrative:
(B)(4).

Event description:
Medtronic representative reports pt wrote an email to medtronic (B)(4) website in which she mentioned having a 2 device replacements because of infection at the pocket site & pain at the level of the lead. Add'l info has been requested and if received, a follow up report will be sent.